Event description:
The customer obtained the bg result of 481 mg/dl on the accu-chek advantage system. Thirty mins later her bg was 512 mg/dl and she dosed herself with 5 units of humulin r (sliding scale) per medical advice. An undisclosed time later she felt faint and fell. Her husband attempted to treat her with grape juice and called for medical assistance. No reported attempt to test the customer on the accu-chek advantage system. The customer's bg was 57 mg/dl on the professional meter sixty mins past the insulin dose. The customer was treated with intravenous glucose. She was transported to the hospital and given food. New system sent and return requested.

Manufacturer narrative:
Evaluation codes to reflect retention testing results in historical info before product was expired.